Event description:
During a laparoscopic colon resection procedure, the anvil came away from the instrument and remained in the bowel. A laparotomy was performed to remove the anvil from the bowel and add'l tissue was resected to complete the anastomosis with another instrument. The hosp has reported no further complications.